Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of instrument service history, a review of historical data, and a review of product labeling. An instrument service history review revealed no additional erratic or discrepant patient results reported on ac01261. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the alinity c system revealed no adverse trend, systemic issues, or nonconformances. Returns were not available. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ammonia result when processing on the alinity c. The following data was provided: initial result was 90 umol/l and retest result was 50 umol/l. The customer ran the sample on the architect c16000 and the result was 43 and again on the alinity and the result was now 45 umol/l. No impact to patient management was reported.